Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 13-sep-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative (rep) regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain and radicular pain syndrome (radiculopathies). It was reported the patient's pump was replaced on (B)(6) 2018 due to elective replacement indicator (eri). The healthcare professional (hcp) had problems getting the catheter off of the old pump, so they cut part of the catheter (proximal end) and replaced the proximal end with a 8578. No cause was determined for the problems getting the catheter off the old pump. It was noted that the pump and the catheter were removed from the body and disposed. The event date was (B)(6) 2018 (date of pump replacement). The patient's weight was around (B)(6). No further complications were reported.